Event description:
Inbound. Patient reports no disposable alarm on both cadd legacy pumps using pre-filled remodulin cassette number two from (B)(6) 2022 shipment, patient was able to use a new pre-filled cassette with no further alarms. Patient had same issue on sunday with cassette number one from same shipment. Lot numbers not available. No further details provided.